Manufacturer narrative:
(B)(6). The 510(k) number for the chamber is: k913368. Method: the subject mr225 manual fill humidification chamber was returned to fisher & paykel (f&p) healthcare in new zealand where it was visually inspected. Results: visual inspection of the chamber confirmed that there was a crack on the chamber dome near the base. Conclusion: we are unable to determine the cause of the observed crack; however, it is possible that the chamber might be impact damaged. Every mr225 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. The user instructions that accompany the mr225 humidification chamber specify in the warning section: do not reuse this product. Do not use beyond 7 days maximum duration of use. Do not soak, wash or sterilize this product. Avoid contact with chemicals, cleaning agents or hand santizers. Check all connections are tight.

Event description:
A healthcare facility in taiwan reported that the chamber dome of mr225 chamber provided as part of the aa400 optiflow anaesthesia kit was cracked before use on a patient. There was no patient invovlement.

Manufacturer narrative:
(B)(4). Section g4: 510k premarket submission number is not available. The subject humidification chamber has been requested to be returned to fisher & paykel healthcare in new zealand for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in taiwan reported that the chamber dome of mr225 chamber provided as part of the aa400 optiflow anaesthesia kit was cracked before use on a patient. There was no patient invovlement.